Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, the iol was loaded, upon injecting into eye, not fully injected and stuck in wound. The procedure was completed on same day. Additional information received stating that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).